Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred and procedure was cancelled. Vascular access was obtained via the right femoral artery. The 95% stenosed, 2.75 x 28mm, eccentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 2.75 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent itself was deformed. The procedure was not completed due to this event. There were no patient complications reported and the patient was stable.